Event description:
Two weeks after implant of this valve and following discharge, the pt experienced a small stroke. At implant, the pt was uneventfully removed from bypass and required no support. Intraoperative transesophageal echocardiogram had revealed a trace of aortic regurgitation. At follow up, the pt was in atrial flutter and exhibited a diastolic murmur of aortic regurgitation with no other symptoms. The pt is taking warfarin and will continue to be followed. No intervention is planned at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device remains implanted. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined.